Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: the bag successfully deployed at first, but the bag came off the "introducer jaws" when the surgeon attempted to put specimen in the bag. No specimen was placed in the bag. The bag was in the abdomen and began to slip off the supports 30 seconds after deployment. The surgeon took off the bag completely once it started to slip and used a new device to finish the case. The cd003 was being used with a competitive 5 mm trocar. The supports were outside the introducer tube. No patient injury occurred. Product is available for return. Intervention: the surgeon used a new device to finish the case. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag falling off the metal supports as the tissue bag was detached from the metal supports. Based on the condition of the returned unit and description of the event, is likely that the reported event was caused by a force applied on the bag, resulting in the bag completely falling off the supports. It is also possible that the actuator was retracted prior to full actuation, which resulted in the bag partially slipping down the supports when the actuator was fully deployed.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: the bag successfully deployed at first, but the bag came off the "introducer jaws" when the surgeon attempted to put specimen in the bag. No specimen was placed in the bag. The bag was in the abdomen and began to slip off the supports 30 seconds after deployment. The surgeon took off the bag completely once it started to slip and used a new device to finish the case. The cd003 was being used with a competitive 5 mm trocar. The supports were outside the introducer tube. No patient injury occurred. Product is available for return. Intervention: the surgeon used a new device to finish the case. Patient status: no patient injury occurred.